Event description:
The customer was hospitalized for hypoglycemia. The md called to check the bolus history on the pump. It was stated that the md believes that the customer had over bolused which caused the event. The md was not aware if the customer was connected to the pump during a prime. During the call, the md refused to do further troubleshooting. It was stated that the customer will call back. No further details.